Event description:
The customer reported having unexplained high blood glucose of 560mg/dl, and his blood glucose was treated with manual injections. The customer experienced neck, back and legs pain as well vision blurred and tired. Troubleshooting was performed. The time, date, and bolus wizard were correct. Reviewed the alarm history and found an alarm. Assisted the customer to run a manual prime test and the insulin did exit. The customer mentioned having a bent cannula the night before, which may have caused his blood glucose to rise. The caller stated that he was not receiving any insulin. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.